Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - one open 32g x 4mm pen needle sample was returned from an unknown lot. No. And cat. No. 320136. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Photos - two photos were returned from an unknown lot. No. And cat. No. 320136. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro cannula broke off. The following information was provided by the initial reporter : the customer reported there was no needle npe.